Event description:
Reportable based on analysis completed 03nov2014. It was reported that a shaft kink occurred. The stenosed target lesion was located in the circumflex (cx) artery. Following the placement of a .014¿ guide wire the 4.0x8mm liberté¿ was inserted, however the shaft kinked less than 15cm from the hub. The procedure was completed with another 4.0x8mm liberté¿ stent. No patient complications were reported and the patient status is stable. Examination of the returned device revealed that the shaft was fractured.

Manufacturer narrative:
(B)(4). Returned product consisted of a liberte sds in two pieces with a stent. There was contrast in the inflation lumen. The balloon was tightly folded with the stent secured on the balloon between the markerbands. The distal tip was damaged. Microscopic examination and tactile inspection presented no damage or irregularities in the shaft of the device. Microscopic examination and tactile inspection revealed numerous kinks throughout the hypotube. The inspection also revealed a complete hypotube separation 21cm from the strain relief. The hypotube fracture surfaces were ovaled, which suggests the device was kinked prior to separation. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).